Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2016, removed and replaced on (B)(6) 2020 due to a leak in the tubing near (above) the pump hub. A titan pump, two cylinders, and a reservoir, were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the longer pump exhaust tubing near the pump tubing/strain relief junction, indicating repetitive contact between surfaces. Testing revealed this to be a site of leakage. Microscopic evaluation revealed confined abrasion on the longer pump exhaust tubing, adjacent to the pump/strain relief junction. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed partial separations within abrasion adjacent to the site of separation and on the pump inlet tubing. Microscopic evaluation revealed surface abrasion on exhaust tubing of cylinder 1 and cylinder 2, and all pump tubing. No functional abnormalities were noted with cylinder 1, cylinder 2, or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated that the tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the longer pump exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a leak in the tubing near (above) the pump hub. The device was replaced.